Event description:
It was reported that an infusor leaked during infusion. Reportedly, this event occurred on the second day of infusion and drug leakage was observed in the housing. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Baxter received one sample for evaluation. Visual examination and functional leak testing revealed leakage from the welded area of the volume indicator port. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: a batch review has been conducted which revealed product met all of the acceptance criteria for release. The cause of the reported problem was determined to be an inadequate weld of the volume indicator. The old ultrasonic welders were replaced with new ultrasonic welders. The new ultrasonic welders were calibrated. Should additional relevant information become available, a supplemental report will be submitted.